Event description:
A pharmacist called on behalf of a customer and stated his contour meter was not reading accurately. The customer received a reading of 280 mg/dl using his contour, while another meter read 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The meter was replaced by the pharmacy at the customer's insistence. A replacement meter was sent to the pharmacy. No product will be returned at this time.